Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a180104 captures the reportable event of device foreign material present in device.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During preparation, a hair-like material was found between the inner sterile pouch and the plastic bag of the device. The physician decided not to use the device and a different device was used to complete the procedure. There were no patient complications reported as a result of this event. Note: a photo of the complaint device was provided, and a hair-like material was observed inside the device packaging.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During preparation, a hair-like material was found between the inner sterile pouch and the plastic bag of the device. The physician decided not to use the device and a different device was used to complete the procedure. There were no patient complications reported as a result of this event. Note: a photo of the complaint device was provided, and a hair-like material was observed inside the device packaging.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a180104 captures the reportable event of device foreign material present in device. Block h11: a flexima plus biliary stent was received for analysis. Media analysis observed a foreign material that looked like a piece of hair in between the closed pouch of the device and the plastic bag. However, it was not possible to confirm if the plastic bag was sealed or if an opening allowed the hair to get inside. Visual inspection found the pouch unopened without the plastic bag, and a piece of hair was found outside the pouch. Product analysis confirmed the reported event of device foreign material present in device. It is most likely that the unreturned plastic bag that was observed during the media analysis was not sealed, resulting in the hair being inside of it. However, the device pouch was sealed, and the device was not compromised by the foreign material. The investigation findings do not lead to a clear conclusion about the cause of the reported event; therefore, the most probable cause was unable to be established.